Event description:
It was reported that a monopolar resectoscope cable burnt out during the procedure. The customer heard a loud band and noticed the cable was severed close to the resectoscope. The customer had to open another resectoscope tray. No patient involvement. No information on length of surgical delay or prolongation of surgery. The procedure was completed without any patient injury or harm reported. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The following products were returned to the manufacturer for inspection: product a: 277kb - unipolar high-frequency cord, 300 cm. Product b: 27050e - working element. Product c: 011110-10 - electrode, unipolar, angled (not returned). Investigation findings product a - high-frequency cord (277kb) the customer's reported issue was confirmed during the manufacturer's technical inspection. The most probable root cause is aging and wear and tear due to prolonged use. The cable was manufactured in september 2016, and given its age, it is assumed that the product underwent a high number of reuses. Inspection revealed damage consistent with electrical failure: likely internal copper wire breakage, increasing electrical resistance as more strands break, resistance rises, causing higher current stress from the hf generator. This leads to sparking and insulation breakdown, producing loud sounds and visible sparks or flames during use the instructions for use (IFU) clearly highlight: pre-use inspection requirements potential failure modes of the product. Product b - working element (27050e) product b was inspected and found to be functioning properly. No defects contributing to the reported incident were identified. Product c - electrode (011110-10). This item was not returned for investigation and was reportedly discarded by the user. Based on the information available, product c is assessed as not causative in this case. Conclusion the reported issue is attributed to the normal aging and mechanical wear of product a (277kb high-frequency cord). Due to the age and assumed repeated use, the electrical safety of the device could no longer be ensured, leading to the observed malfunction. No manufacturing defects were identified during the investigation. Users should follow the IFU recommendations for regular inspection and timely replacement of reusable devices to prevent similar occurrences. The event is filed under internal karl storz complaint ID: (B)(4).